Manufacturer narrative:
Upon device return and inspection, no outer abnormalities were observed. An attempt to insert a guidewire was made and it was unsuccessful since the guidewire could not advance through the catheter due to a resistance felt during the insertion. The catheter was dissected for further inspection. Upon dissection it was noted that the guidewire lumen was damaged inside the distal inner hypotube potentially caused by the mechanical stress of pebax break and delamination with additional collapsed braid. Additionally, some white spots were observed on the break point of the pebax. The 'cause traced to device design' was selected due to the guidewire lumen breaking inside the distal inner hypotube, attributed to mechanical stress resulting from pebax breakage and delamination, as well as a collapsed braid.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulse field ablation catheter was selected for use. During catheter preparation, the handle was a slightly uncomfortable, and the wire was attempted to be pulled before being placed inside the body, but it got stuck and could not be moved at all inside the catheter. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is or isn't expected to return for laboratory analysis.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulse field ablation catheter was selected for use. During catheter preparation, the handle was a slightly uncomfortable, and the wire was attempted to be pulled before being placed inside the body, but it got stuck and could not be moved at all inside the catheter. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is or isn't expected to return for laboratory analysis.